Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the balloon showed a rupture/tear on the proximal side of the balloon. The catheter showed kinks at 67 cm, 111.5 cm and 138 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A rupture or tear in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Concomitant medical products: boston scientific alliance inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the balloon showed a rupture/tear on the proximal side of the balloon. The catheter showed kinks at 67 cm, 111.5 cm and 138 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A rupture or tear in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The physician reported that at the time that the hercules balloon was inflated, it showed a leak. The customer decided to use another cook hercules balloon without any problem. The patient did not suffer any damage.